Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information provided by the distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the broach handle locating pin broke when attaching the broach. The event occurred away from the patient and the pin was disposed of. No risk or adverse event was reported and there was no delay in surgery as a result of the malfunction.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The locating pin had broken off and was not returned with the device, as the customer reported it was disposed of. In addition, there were cracked welds observed along with many impaction marks on the impaction plate from intended use. However, there were also impaction marks on the side of the device where it is not intended to be struck. It is unknown as to how many surgical procedures (cycles) this device had gone through throughout its life in the field. The reported event is attributed to a manufacturing non-conformance. A manufacturing review was performed and no other discrepancies were found.

Manufacturer narrative:
Corrected device product code.